Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Device remains implanted.

Event description:
New information notes that the device was successfully reprogrammed.